Event description:
It was reported that the pt was no longer able to hear with his device on the right side. The pt is bilaterally implanted. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.